Event description:
It was reported that bd¿ syringe with needle was broken and leaked during injection. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with the affected sample. Visual inspection of the returned sample presented the top of the barrel broken. That confirmed the reported issue. After analyzing the returned sample and discussing with our manufacturing technicians in charge of these product lines, bd has concluded that the breakage during use could be produced because of an imperceptible damage produced in the primary packaging machine, in the syringe feeder station, due to an incorrect alignment of the syringe produced the damage of the barrel.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with needle was broken and leaked during injection. No serious injury or medical intervention was reported.